Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product is not expected for return.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis and for a leg infection while using the infusion device. The patient was getting an e4 occlusion message on the infusion device. The e4 message was resolved through troubleshooting. The patient thinks the diabetic ketoacidosis was caused by the occlusion on the device and leg infection. The patient declined to provide more information regarding the event. It is unknown how long the patient was in the hospital. The hospital results were unknown and the type of treatment given was unknown. No product is expected to be returned for evaluation.